Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 a patient¿s (pt) family member called to report that the pt was admitted to the hospital for pneumonia and was diagnosed with a bacterial eye infection while wearing the acuvue oasys brand contact lens. The family member reported that the pt has dementia and ¿wears the lens to hold moisture in the left eye¿, but reported that the lens is falling out. It was reported that the ¿lens was wrinkled on the pts eyelid when it came out.¿ the pt was prescribed refresh drops on the lens every two hours. It was reported that the ¿infection is better now, but the eye is still crusting and has drainage.¿ the family reported that the pt does sleep in the lens as ¿they are used for a bandage¿. The pt was ¿prophylactically given cipro bid, then was changed to vancomycin six times a day for six days.¿ a call was placed to the pts treating physician and additional medical information was requested. On (B)(6) 2017 a call was received from a representative from the pts treating eye care provider (ecp) office. The additional information was obtained as follows: the pts family member called on (B)(6) 2017 to report that the pt was experiencing drainage ou that started over the weekend; the pt was seen urgently that day and it was noted that the oasys fit was excellent; the pt was prescribed levofloxacin bid os until the follow-up in 3-4 weeks. On (B)(6) 2017 the pts family member reported that the left eye bandage lens was being changed more frequently. On (B)(6) 2017 the pts family member called to report that the pt was diagnosed with pneumonia in the hospital; the pt was supplied with additional bandage lenses; the pt was scheduled for a follow-up appointment on (B)(6) 2017, but was unable to come in for the appointment. On (B)(6) 2017 the pt was seen and first diagnosed with a bacterial infection in the left eye, but no culture was taken. The pt was prescribed vancomycin six times a day while in the hospital. On (B)(6) 2017 the pt was seen again for a follow-up and the ecp noted that the infection was improving on the vancomycin; vancomycin was decreased to tid; the bandage lens was replaced; pt was to continue the levofloxacin (reduced to tid) and return in 3 weeks on (B)(6) 2017. The pts family member also reported on (B)(6) 2017 that the pt had ¿conjunctivitis that was going through the nursing home¿. The ¿conjunctivitis¿ diagnosis was not confirmed with the pts treating ecp. Multiple attempts were made to the pts treating ecp for additional medical information. No additional medical information has been received. The lot # is unknown and the suspect product was discarded. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.